Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was implanted within the patient's common bile duct, for the management of a benign stricture, secondary to chronic pancreatitis. According to the complainant, the stent was being removed per the intended treatment plan. During removal, resistance was encountered and the repositioning/grasping loop fractured. The stent was eventually able to be removed using a snare. It was reported that the stent had a lot of 'solid sludge/food in the upper (proximal) end'. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) (stent used off-label). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was implanted within the patient's common bile duct, for the management of a benign stricture, secondary to chronic pancreatitis. According to the complainant, the stent was being removed per the intended treatment plan. During removal, resistance was encountered and the repositioning/grasping loop fractured. The stent was eventually able to be removed using a snare. It was reported that the stent had a lot of "solid sludge/food in the upper (proximal) end". Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6), 2010: it was reported to boston scientific corporation that pancreatitis is an underlying chronic condition for this patient and the patient presented with pancreatitis symptoms prior to stent removal and post stent removal. No other stent was implanted. It was confirmed that the device was not resterilized/reprocessed and that this was the first time it was used. The device was not used past the expiration date.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed and from the information available this device was not used per the directions for use (dfu) / product label. This device is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms. The complaint states that the stent was placed to treat a benign stricture, which is contrary to directions in the dfu. In addition, the stent should not be moved or removed after completion of the initial stent placement procedure. Therefore the most probable root cause is use/user error.